Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the surgeon stated that he was unable to close the firing handle on the tsw35 instrument after applying to tissue during the procedure. The surgeon removed the instrument from the pt's abdomen and used another to complete the case. There was no consequence to the pt.